Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having extreme fluctuations in blood glucose levels. Blood glucose level at the time of the incident was 603 mg/dl. Blood glucose level at the time of the call was 288 mg/dl. The customer reported that he had a blood glucose level of 90 mg/dl earlier in the day of the call and treated with syrup. The customer reported that his blood glucose level rose to 284 mg/dl, but that it should be higher. The customer stated that he also had kidney problems. Troubleshooting was declined and the insulin pump was not replaced or returned for analysis.